Event description:
It was reported that a vns pt's device was found to be programmed on at the first follow up appointment following device implant. It was determined that this was likely caused by a faulted diagnostics test that occurred in the operating room during implant surgery which caused the pt to leave the operating room at unintended settings. Training has been provided to the surgeon to prevent this from occurring in the future. Attempts for further info have been unsuccessful to date.